Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) confirmed with customer that the issue was resolved and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices had experienced a communication issue wherein critical override meditech adt data had been delayed or was not processing, impacting timely synchronization across the devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.